Event description:
It was reported that the ventilator generated a technical error codes indicating a control error, disabled valves and internal memory error. There was no patient harm. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It has been reported a faulty ventilator with a technical fault, our field service engineer replaced a printed circuit board (pcb) to solve the issue and send it for further investigation. Review of provided logs confirm the above described issue with technical error code and also reveal 2 other technical error code. All three errors are related to the printed circuit board under investigation. Simulated use test could not reproduce the issue; the returned pcb was placed in a ventilator; the pre-use check (puc) did not reveal any issue. Ventilation was performed for 72 hours without issue nor alarm. Another puc was performed successfully after ventilation. The issue could not be reproduced. The visual inspection of the returned control pcb showed no anomalies. The root cause could not be determined.

Event description:
Manufacturer's ref# (B)(4).